Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 426 mg/dl. She stated she changed site location and found that site was sore. Customer declined to do troubleshooting for high blood glucose. She stated that the insulin pump fell out of her pocket but did not hit the floor and pulled on the tubing but stayed. Customer stated this may have dislodged the site causing the high blood glucose and soreness. Customer's current blood glucose was 106 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.